Event description:
This pt was born with a large diaphragmatic hernia and respiratory failure. He was placed on extracorporal membrane oxygenation -ECMO. Following a circuit change on day six, he quickly developed hypertension and bleeding from his chest tube. He continued to deteriorate and died four days later. Heparin coated carmeda tubing was used during ECMO and this report is being filed retrospectively after the heparin recall, and the 04/08/08 FDA letter to manufacturers asking them to consider withdrawal of heparin coated devices.